Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the ac power supply made a sound. There was reportedly no patient involvement. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty ac power module. The ac power module was replaced and the device passed all performance assurance testing. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.